Event description:
The technician alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The technician found the side com cable assembly was damaged where the communication cable attaches. The technician replaced the side com cable assembly and the communication cable to resolve the issue.